Event description:
A customer reported to beckman coulter, inc (bec) that there was a small blue fluid leak under the blood sampling valve (bsv) in the drip tray of the coulter lh 780 hematology analyzer. The leak occurred during shutdown and was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the event. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found a small amount of cleaner in the drip tray under the bsv. The fse re-aligned probe wipe cup to probe and flushed probe wipe waste to main chamber. The instrument performance was verified after the repair. The leak may have contained diluent, cleaner, and residual blood.

Manufacturer narrative:
Result: the cause of the leak was misaligned probe wipe cup and poor draining of probe wipe waste to main chamber. (B)(4).